Event description:
New information noted that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the atrial lead exhibited a failure to capture and a failure to sense. The atrial lead was found to be dislodged and the dislodgement was confirmed via x-ray.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead dislodged. The lead was explanted and replaced. The patient was in stable condition throughout the procedure.